Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, circuit impedance and shock testing without duplicating the report. An internal inspection found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.